Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 421 mg/dl. The customer stated that they would change the set and treat manually. The insulin pump also had insulin flow block alarm. Troubleshooting was performed and the insulin exited the tubing. The customer declined further troubleshooting. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.